Event description:
It was reported the generator stopped working in the middle of a case. They re-booted it, but the same thing happened. There was no pt harm, they simply used a back-up generator that was in the operating room.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period 08/15/2010 through 08/15/2012. The pulsar generator was rec'd in poor condition, with many surface imperfections. The positive ultra volt harness common condition was disconnected from the ultra volt power supply. The unit delivered rf energy correctly into the fixed resistors. A bug in the software version of the rf controller can cause rf output to stop w/o notifying the operator. The software upgrade is better able to measure split-foil pt return pad impedance and notifies the user with an e3 error if the split foil impedance rises while energy is being delivered. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.